Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a drug infusion device. The drug being delivered was 50 mg/ml demerol (meperidine) at 12.698 mg/day. The reason for use was non-malignant pain. It was reported that ¿reset occurred ¿ watchdog¿ and safe state occurred. The tablet logs show "pump reset due to firmware error" on (B)(6) 2018 at 10:59am in addition to reset occur and pump in safe state. The tablet logs also show a motor stall occurred on (B)(6) 2018 at 1:16pm and recovered at 2:49pm, and that there was a motor stall recovery on (B)(6) 2018 at 11:19am. 8840 logs show "reset occurred-watchdog¿ on (B)(6) 2018 at 11:33am. Logs also show the pump was in safe state and a recovery occurred on (B)(6) 2018 at 11:53am with no motor stall. The caller confirmed the pump was previously updated with the tablet. The pump was refilled and updated yesterday ((B)(6) 2018) after the alarm. The pump started alarming again on the night of (B)(6) 2018. They would silence the pump alarm using the 8840 on (B)(6) 2018. It was confirmed that programmed settings are correct, the patient was not experiencing any symptoms and they were able to recognize audible alarms if it were to occur again. There were no further complications reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep on 2018-nov-06. The rep provided the initial reporter information. There were no further complications reported/anticipated.